Event description:
It was reported that the pump and battery get very warm. The patient has changed the battery several times. No reported damage to the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed a drop in voltage and a "replace battery" alarm. There was no corrosion found in the battery compartment or on the battery cap. The rewind, load and prime steps were performed and no overheating issues were found with the pump. The pump was also exercised for 24 hours on a 1 unit per hour basal program with no overheating issues. A component failure was found during the investigation and the electrical current reading was found to be above normal. During the investigation, the component was removed and the electrical current was found to return back to specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).